Event description:
It was reported that the 6800 system had an artifact in the image. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The camera, high voltage cable, and image intensifier power supply was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.